Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Report source: e7121 axios japan post market survey. (B)(4). The complainant indicated that the device is contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic walled-off necrosis (won) during a stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's pseudocyst was measured on (B)(6) 2019 and was confirmed to be 170mm in diameter, in close contact with the stomach wall, and contained 80% liquid content. The won was located from the pancreatic body to the pancreatic tail. The stent was placed as part of the e7121 axios japan post market survey. Reportedly, five necrosectomy procedures were performed on unknown dates after the stent placement procedure. According to the complainant, on (B)(6) 2019, the patient had a fever over 38 degrees celsius, and the stent was noted to be occluded. On (B)(6) 2019, the stent was removed from the patient. There were no patient complications reported as a result of this event.